Event description:
On (B)(6) 2013 patient's mother reported there was moisture in the cartridge compartment of the infusion device from time to time. Patient uses the insertion assist device and wears the infusion device in a case in his pocket. Mother was unsure of where the leak originated or if the condensation was water or insulin. Mother stated they usually wipe out the cartridge compartment with a cloth, but never smelled any insulin. On call back on (B)(6) 2013 mother stated she was unsure if the condensation was water or insulin but would think it is insulin although she stated it did not smell like insulin. Mother stated the issue continues to occur using all new accessories. Mother reported the condensation forms at random times intermittently. Mother stated she was unsure if there was a leak in the system. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged insulin cartridge, infusion set, and adapter for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified. Result since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore the complaint cannot be verified. As the product has not been returned for investigation and the lot is not available, the complaint could not be replicated. Device was not returned.

Manufacturer narrative:
The lot number and expiration date of the product is unknown. The medication start date is unknown. It was unknown if the initial reporter sent report to the FDA.